Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray identified migration of both leads. Reprogramming was performed but the therapy could not be restored. A revision procedure was performed and the leads were replaced.

Manufacturer narrative:
Second lead information: product description: evoke cap12 percutaneous lead kit - 60cm. Model # : 102878. Catalog#: 3008. Serial/lot #: (B)(6). Manufacture date: dec 9, 2024. Expiration date: dec 9, 2026.